Manufacturer narrative:
(B)(4). The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Physician reported right side "fear of alcl", radiological exam shows "patient may have some peri-prosthetic fluid" confirmed via ultra sound and MRI, and "gr. 3 capsular contracture" and "there is a 4mm cyst in 6h position inferior to the nipple" confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device seroma-late: unable to observe as it is a medical event that is not related to the device.

Event description:
Physician reported right side "fear of alcl", radiological exam shows "patient may have some peri-prosthetic fluid" confirmed via ultra sound and MRI, and "gr. 3 capsular contracture" and "there is a 4mm cyst in 6h position inferior to the nipple" confirmed via ultrasound. The device has been explanted and replaced.